Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 1ml scale marking on the bd plastipak¿ luer-lok¿ syringe was "too far down" the barrel and noticed during use while being filled. The syringe was reportedly placed in a syringe driver, which would not start due to the incorrect volume. The following information was provided by the initial reporter: "the report outlines that the leur-lok syringe is incorrectly calibrated. The 1ml mark on the syringe is too far down the barrel of the syringe. This was spotted when the syringe was filled and the nurses noted that the volume did not match what they had measured. The syringe was placed in a syringe driver. The syringe driver would not start as the volume was incorrect."

Manufacturer narrative:
H.6. Investigation: one physical sample and one photo were provided to our quality engineer for investigation. Through visual inspection, the scale of the syringe is noted to be incorrectly placed. As a lot number was unavailable for this incident, a device history record review could not be completed. Although we could not identify a direct issue, it was determined this malfunction likely occurred due to a failure in the transferring of the ink from drum to barrel during the marking process. H3 other text : see h.10.

Event description:
It was reported that the 1ml scale marking on the bd plastipak¿ luer-lok¿ syringe was "too far down" the barrel and noticed during use while being filled. The syringe was reportedly placed in a syringe driver, which would not start due to the incorrect volume. The following information was provided by the initial reporter: "the report outlines that the leur-lok syringe is incorrectly calibrated. The 1ml mark on the syringe is too far down the barrel of the syringe. This was spotted when the syringe was filled and the nurses noted that the volume did not match what they had measured. The syringe was placed in a syringe driver. The syringe driver would not start as the volume was incorrect."